Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced short charge cycle with the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the hospital.

Event description:
It was reported that the patient experienced short charge cycle with the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the hospital.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately august of 2022.